Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had a poor technique.

Event description:
Consumer reported complaint for high blood glucose test results. The school nurse is calling on behalf of the customer. The customer's expected blood glucose test result range is 150mg/dl to160 mg/dl. The customer does not feel well but no additional information provided. The nurse reported that they had been in contact with the patient's physician. The customer is currently taking insulin to manage diabetes. Back to back blood tests were performed by the nurse within 10 minutes and produced test results of 483 mg/dl. 288 mg/dl, and 191 mg/dl. On (B)(6) 20016, a blood test was performed by the nurse and reported that the test results were about 400 mg/dl. Then, the nurse administered insulin to the patient and reported that the patient's blood glucose level dropped drastically. The storage of the product is not provided. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is 02/29/2016. The patient's father was contacted and provided additional information but was not aware of the problem. The meter memory was reviewed for previous test result: (B)(6).